Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported 180 follow up aneurysm occlusion status r class 1.

Event description:
Additional information received reported no intervention been reported for parent artery stenosis by the site, additionally the site has not confirmed any adverse patient event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's 6 month imaging from on (B)(6) 2024 showed intimal hyperplasia within the mi d-ophthalmic segment of the ica resulting in moderate in-stent stenosis without flow limitation. Interval improvement was seen at the patient's 1-year imaging on (B)(6) 2024. The parent artery stenosis was updated from >50% to less than 50%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that corelab review of 180-day follow up visit dsa on (B)(6) 2024 reported parent artery stenosis 51-75%. However, the one year dsa imaging report by (B)(6) reported improvement to 26-50% (dsa date (B)(6) 2024).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced post procedure stenosis. It was unknown if the reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left hemisphere segment of ica c4 aneurysm in the vessel sidewall with a saccular morphology. Aneurysm dimensions: max diameter 5.2 mm and neck diameter 4.7 mm. Landing zone (artery size): distal 3.8 mm and proximal 4.2 mm. The vessel tortuosity was unknown. Dsa at 180-day reported parent artery stenosis >50% per site reported data. Post procedure implant imaging resulted no stasis at the end of the procedure. Complete neck coverage was achieved at the end of the procedure. The rayment and roy rating at the end of the procedure was class 3. It was unknown if there were any patient symptoms or complications associated with this event. Ancillary devices: guide catheter infinity 088, navien 058 microcatheter phenom 027, aristotle 18.